Event description:
On september 4, 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The patient tests his blood glucose once a day before breakfast. His typical blood glucose levels are less than "150 mg/dl." He manages his diabetes with januvia, glucophage, and amaryl taken every evening. The reporter indicated that the alleged meter issue started at an unspecified time two days prior. According to the one touch customer advocate (otca), ther reporter stated that the meter was giving inaccurate high readings. The reporter reported blood glucose results of "164, 166, and 142 mg/dl" with a lifescan meter, performed within minutes apart from each other. As a result of the alleged issue, the reporter mentioned that the patient ate less for lunch. An hour after the alleged issue began, the reporter claimed that the patient developed symptoms of shakiness and tiredness. He tested his blood glucose while feeling low and got a result of "166 mg/dl." The reporter treated the patient with food. An hour later when the patient started feeling better, he retested and reportedly got a result of "150 mg/dl." The reporter felt as though the patient could have prevented the hypoglycemic event if he had not gotten the alleged inaccurate high readings earlier that day. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the meter started reading inaccurately high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.